Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the camera head "video image did not display". There were no reports of patient harm.

Event description:
The customer reported that the camera head "video image did not display". There were no reports of patient.

Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The returned device was evaluated, and the user's request was confirmed. The device evaluation found fluid invasion inside the cable unit, imaging section, and inside the main body. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. It is likely that the image did not function normally due to the fluid invasion to the cables and imaging section. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: olympus will continue to monitor field performance for this device.